Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion/vessel morphology). (Stent). (B)(4).

Event description:
Physician was attempting to treat a lesion in the circumflex using an endeavor resolute drug eluting stent. Angio results showed that the lesion was severely calcified with 90% stenosis and vessel was severely tortuous. The lesion was predilated with a balloon inflated to 14 atm. It was reported that the stent was deformed while advancing device to the target lesion. There was no injury to patient. Evaluation summary: the stent was positioned on the balloon between the markerbands. The 9th distal segment had raised struts. The 13th proximal segment was deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx)